Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient saw the error message "replace generator. Your generator has reached its end of service" on their patient controller. The device no longer is able to provide therapy. A manufacturer representative met with the patient and confirmed the issue. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced, resolving the issue.